Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: it was reported the syringe is missing the scale marking. To aid in the investigation, one sample in a plastic bag was received for evaluation by our quality team. A visual inspection was performed and the syringe is missing the scale marking. No other defects or imperfections were observed. This defect could occur if there was a jam during the barrel printing process inducing the symptom reported by the customer. A device history record review was completed for provided material number 302832, lot number 1145183. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe 30ml ll s/c 56 had a scale marking issue. The following information was provided by the initial reporter: "syringe is missing scale marking".